Event description:
It was reported that a post market clinical study pt with breast cancer underwent a kyphoplasty procedure on level t12. Five days postoperatively, an x-ray revealed cement extravasation posterior superior to level t12. There were no pt complications. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with rep.